Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead has broken wires in the paddle and fails continuity testing, with channels measuring open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-01551. The patient received his scs system including a paddle lead and lead extension in the cervical region on (B)(6) 2007. It was reported that the patient experienced a loss of stimulation in the right arm followed by a loss of stimulation in the left arm. Lead impedance testing showed invalid contacts. An x-ray showed signs of overstress of both the lead and the extension. Both the lead and extension were replaced on (B)(6) 2007 when lead impedance testing of the new lead showed invalid impedances on some contacts. The explanted lead and extension were returned to ans for analysis.